Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by patient: "my lap-band broke inside my body, and now I have to have it replaced." Follow up with the doctor reveals "it would not fill. There was a leak at port tubing."